Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-06656. The patient has two scs systems. It was reported the patient has been experiencing discomfort and pain at the ipg site. In turn, the patient has been receiving steroid injections to address the issue. Unfortunately, the injections have been unable to provide resolution. As a result, the patient plans to undergo surgical intervention. Note: both of the patient's ipgs are being reported because it is unknown which device is liable.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-06656. Follow-up revealed one of the patient's ipgs was explanted and replaced. The replacement ipg was also implanted in a new location. Note: both of the patient's ipgs are being reported because it is unknown which device was explanted and replaced.